Event description:
Patient reported the aligner caused injury to them; they now have a crown and have lost gum tissue from the aligners. They no longer want to continue treatment.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.